Manufacturer narrative:
H10: the device was discarded. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from an unspecified location. The leak was discovered during an unspecified process step of peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was prescribed prophylactic antibiotics. No additional information is available.